Manufacturer narrative:
Based on the available information, this event is deemed serious injury. T he end user cleanses the area with warm water and dove soap then pat dries. He has tried (B)(6) power; (B)(6) powders. He reports that he then applies a non-sting protective barrier. End user was instructed on skin care and crusting using stomahesive powder first. He was also instructed on the use of protective barrier wipes. End user will be sent samples of a barrier without a tape border. No additional even/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted.

Event description:
End user reports a red irritated area to the peristomal skin located under the entire tape collar and does not extend beyond. He reports this area to be itchy at times. He reports that the redness began about 3 weeks ago but has gotten worse over the past week.